Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed, and a similar complaint query could not be performed because the lot number was not reported, and the device was not returned. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. The reported patient effects of death, and hypotension are listed in the xience skypoint everolimus eluting coronary stent systems instructions for use as a known patient effects of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. D4: a partial UDI was provided as the lot number is not known.

Event description:
It was reported that the procedure was to treat the left anterior descending (lad) coronary artery and right coronary arteries (rca). A 2.5 x 23 mm xience skypoint was implanted in the left anterior descending (lad) coronary artery. The proximal right coronary artery (rca) had a proximal napkin type lesion where nothing would cross other than the wire. Multiple passes at the slower speed with the diamondback orbital atherectomy system were made and there was a significant resistance in the rca. The lesion was finally crossed and the 2.5 x 28 mm xience skypoint stent was implanted. The groin was being sealed when the patient experienced very low blood pressure and low readings on the EKG. Chest compressions were performed; however, the patient expired. The physician stated that stenting over the conus branch could have contributed to the complications. No additional information was provided.